Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the device was ovalized near its distal tip. If the distal tip of the device is forcefully pinched or gripped during advancement against resistance, damage such as an ovalization may occur. This damage may have also contributed to resistance during advancement. The root cause of the initial resistance during the procedure could not be determined. The introducer identified in the complaint was not returned for evaluation. The cat7 was unable to be advanced through a demonstration introducer due to the ovalization on the distal shaft. No other damage was observed on the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right femoral artery using an indigo system aspiration catheter 7 (cat7), an introducer, a non-penumbra guide sheath and a guidewire. During the procedure, while attempting to insert the cat7 into the guide sheath through the introducer, the physician encountered resistance and the cat7 would only advance 2cm into the introducer. The cat7 would not advance any further; therefore, the cat7 was removed. Upon removal, the physician noticed that the tip of the cat7 was ovalized. The procedure was completed using a new cat7, a new introducer and the same guidewire. There was no report of an adverse effect to the patient.